Manufacturer narrative:
The battery was not returned to the product safety department from the field for a root cause analysis. Therefore, unable to isolate the cause of the battery failure. Investigation concluded.

Event description:
Hosp reports that battery lamp test not working. No report of pt injury made to svc technician at time of repair.